Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The devices was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint devices was not provided. Based on the information reviewed, the reported perforation appears to be due to procedural condition. Hypoxia is a cascading effect of the perforation. Perforation and hypoxia are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated date. UDI #: the UDI number is not known as the part and lot number were not provided. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: haemodynamic and functional consequences of the iatrogenic atrial septal defect following mitraclip therapy.

Event description:
This is being filed to report the atrial septal defect (asd) and treatment. It was reported via literature that this was a mitraclip procedure to treat functional mitral regurgitation (mr). The mitraclip was successfully implanted. Immediately following the procedure the patient experienced a significant drop in the partial pressure arterial oxygen/fraction of inspired oxygen, indicative of right-to-left shunting. The iatrogenic atrial septal defect (iasd) was treated with an amplatzer device. No additional information was provided.